Event description:
It was reported that loss of aspiration occurred. An angiojet avx catheter was selected during thrombectomy procedure. It was noted that the catheter was sucking air during use. No known patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.returned product consisted of the avx thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and 300ml in the attached waste bag, when received. Inspection of the device revealed numerous kinks throughout the catheter shaft. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy mode. The device ran within normal range without any air in the device, aspiration issues, leaks from the boot, pump, or any part of the device or any errors/alarms.

Event description:
It was reported that loss of aspiration occurred. An angiojet avx catheter was selected during thrombectomy procedure. It was noted that the catheter was sucking air during use. No known patient complications were reported.